Event description:
It was reported that the ilet touchscreen was cracked and became inoperable, consistent with a device fracture involving the touchscreen; the user was utilizing the ilet with subcutaneous insulin from a pen. Symptoms included hyperglycemia to 250 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.